Event description:
The suspect device was used at home to check the pt's blood glucose. A result of 144mg/dl was obtained. The pt's family member said pt was out of it and took pt to the hospital in a coma like state. The suspect device was again used at the hospital and the result was 151mg/dl compared to a lab valuse of 30mg/dl. Pt was given an IV with glucose. The pt took insulin at 6:30pm and went to the hospital at 10:30pm.